Event description:
Additional information was received and it was reported that on (B)(6) 2013 a surgical revision was done where the catheter was spliced. As of (B)(6) 2013, the patient had recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8832, serial# (B)(4), product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient had an inflammatory mass. On (B)(6) 2013 the patient had increased pain with ptm (personal therapy manager) activations; a new shooting pain in the pelvic region. The patient denied worsening weakness, numbness or neurological changes. A CT scan was done on (B)(6) 2013 and showed a possible inflammatory mass. The severity of the event was noted to be ¿mild¿. The pump was delivering fentanyl, bupivacaine, and clonidine. Additional information has been requested, but it was not available as of the date of this report.